Event description:
The 35mm standard linear cut endoscopic cutter misfired while clamped on pt's cystic duct resulting in partial transsection of the duct. Duct had to be restapled across at a lower anatomical point.